Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. This report is submitted on october 11, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced cerebrospinal fluid leakage at implant site; subsequently the patient underwent revision surgery to reposition the electrode and repair the cerebrospinal fluid leak.

Manufacturer narrative:
This report is submitted on november 1, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the date of this report is 09/16/2016; not 09/15/2016 as previously reported. H3 other text: implanted device remains.